Event description:
It was reported that the patient presented for follow up with low defibrillation impedance exhibited by the right ventricular lead. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.